Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on april 30, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 5543091, and no non-conformance's were identified. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation on an unknown date with a 450cc mentor memorygel breast implant (right) and an unknown mentor gel implant (left) experienced left side rupture post procedure. Bilateral rupture was suspected, so the patient underwent replacement with allergan implants, and the left implant was confirmed to be ruptured. No additional issues were noted. See 1645337-2020-04868 for contralateral prosthesis report.